Manufacturer narrative:
Gehc surgery personnel inspected the high voltage cable and found a 2.5 inch (cut) slice through the insulating sleeve. Replacement cable ordered for 2007 repair. On the same day, replaced high voltage cable. System operating within MFR spec.

Event description:
Customer reported slice in high voltage cable from unknown origin; no pt involvement or injury.